Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy due to noise. Externalized conductors were observed via fluoroscopy. Patient was symptomatic with complaints of recurrent shocks. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasions were found at 10.5-15.4cm from the distal tip. Internal insulation abrasions were found at 7.5-9.0cm and 38.9-39.1cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions were found under the svc shock coil at 24.2-24.5cm and 25.1- 25.3cm from distal tip. The etfe coat ting was intact at these locations. An internal insulation abrasion was noted under the svc shock coil at 20.5-22.0cm from the tip; the etfe coating of one rv conductor was abraded at this location. This is consistent with the field observation of noise.